Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a bolus. The customer's blood glucose was 422 mg/dl at the time of the call which will be treated with the insulin pump. The customer did not complete troubleshooting and just wanted to get a replacement for the infusion set. The insulin pump will not be returned for analysis.